Event description:
The device did not pass cavity assessment. It is not known if the patient's anatomy prohibited this or if it was a device malfunction that caused the incident. Another ablation device was used and functioned well. There was no patient harm.